Manufacturer narrative:
The beckman coulter internal identifier is (B)(4). The exact number of patients involved was not specified. The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. The customer changed electrodes and tubing and performed manual cleaning but the issue was not resolved. Then service was dispatched on (B)(6) 2022. During service visit, the field service engineer (fse) evaluated instrument. Fse confirmed customer¿s issue and replaced both buffer valves on cell 1. Fse checked ise (ion selective electrolyte) tubing¿s and dispensing and primed system. Fse performed passing ise calibration and qc with no issue. Fse verified service task. Issue was resolved. In conclusion, the failure mode is due to buffer valves. Replacement of both buffer valves resolved the issue.

Event description:
On (B)(6) 2022, the customer reported hat they generated high patient results for na (sodium) and high qc (quality control) issue on cell 1 on their au5800 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. No erroneous patient results were reported outside the lab. The customer did not provide details of the erroneous patient results to beckman coulter for evaluation. Customer repeated patient samples on another instrument and obtained results considered correct by customer. The customer changed electrodes and tubing and performed manual cleaning but the issue was not resolved. A beckman coulter fse (field service engineer) was dispatched to the customer site to perform troubleshooting on (B)(6) 2022.